Event description:
The complainant placed an impella 5.5 pump to support a patient with cardiac history and in need of care escalation from an intra-aortic balloon pump (iabp) and extracorporeal membrane oxygenation. The impella 5.5 was placed axillary and was found to have a hematoma at the impella insertion site and oozing at old iabp insertion site to the right groin. Heparin currently was on hold and red blood cells and platelets infusion were given to the patient. Later, the family decided to withdraw care and the patient expired. The relationship between the impella 5.5 and cause of death is unknown.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.